Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an iab catheter malfunction error. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, in the logs, the fs could see autofill failures, and catheter restriction warnings. The alarms pointed towards low vacuum. The fse then ran compressor tests, and valve tests, which passed, but could not duplicate any errors with the compressor, and could not find any leaks in the valves. The fse suspected the compressor may be losing vacuum after running for awhile, so the compressor was replaced and ran the iabp overnight on a test balloon, and verified that it was still running the next day with no alarms. Also let the iabp sat for an hour turned off, and a cold start was performed and no autofill alarms occurred. All calibration, functional and safety checks to meet factory specifications was performed. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when our investigation is completed.

Manufacturer narrative:
Device not returned: additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an iab catheter malfunction error. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.